Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (s/n (B)(4)) found the connector pin was bent on the cable assembly. The result and method codes apply to the desktop charger. Conclusion code also applies to the desktop charger while conclusion code applies to the implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported the recharger screen was blank, even after they reset it. The consumer called back the following day and was upset they were sent the wrong part; they were supposed to receive a new recharger, not a desktop charger. The consumer needed to recharge their implant as it hadn't worked for a week and they were starting to panic. No patient symptoms were reported. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.